Event description:
Internal data from the generator was received and reviewed. No other relevant information has been received to date.

Event description:
It was reported that the patient generator was disabled and low output current message was displayed when the generator was interrogated. The low output current was resolved after system diagnostics were performed. Programming data was received, and reviewed. No additional relevant information has been received to date.